Event description:
Per invacare consumer affairs: dealer alleges the battery harness melted and damaged the charger. The dealer stated the cable from the charger port to the control box is burnt and the cable from the charger is melted.